Event description:
Reporter stated customer received the following results on 2 different meters within 3 minutes: 425 mg/dl (mobile system) and 120 mg/dl (aviva system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. Reference medwatch with (B)(6) for the mobile system.